Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00144. Related manufacturer reference number: 3006705815-2020-00145. It was reported diagnostics indicated high impedances. In turn, surgical intervention was undertaken wherein a lead and an ipg was explanted and replaced. This addressed the issue. It is unknown which lead was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00144. Related manufacturer reference number: 3006705815-2020-00145.